Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and noted that the new cb2/cb8 board installed the prior day failed. The board was installed in an attempt to resolve the qc issues. The fse found that the aperture voltages low and ordered new board for replacement. The fse noted that he returned onsite and replaced main board and verified instrument performance. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there were incomplete differentials, low white blood cells (wbc) and platelet (plt) results on quality control samples run on a coulter ac·t diff 2 analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. This report refers to the event that occurred on the date of event. Refer to MDR 1061932-2015-00861 for the event that took place (B)(6) 2015.